Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, high pacing thresholds and loss of capture on the right ventricular channel. Due to this a lead safety switch was triggered. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.